Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system could not establish communication with the navigation system in the operating room (or). A second medtronic imaging system and medtronic navigation system were used to complete the procedure. It was reported that the site had recently updated network information. The imaging system was removed from the operating room (or) and the networking information was re-entered into the imaging system. Rebooting the system and plugging the imaging system into a known operational port restored functionality. There was no reported impact on patient outcome. Medtronic received information that, while troubleshooting, the reported issue couldn't be replicated.